Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with a native bicuspid sievers type 0 aortic valve, a horizontal aorta, and an enlarged ascending aorta, there was concern for a possible dissection occurring due to anatomical factors. The valve was loaded without issue and there were no deformities noted on the delivery catheter system (dcs) prior to use. During valve implant, there was unusual tension within the dcs and the dcs was reported to be stiff and inflexible; however the valve was implanted. Computed tomography was performed and revealed an aortic annulus dissection or annular rupture had occurred. Post-operative fluoroscopy review showed the dcs nosecone may have partially separated from the capsule, causing a gap to form. It was reported the gap between the nosecone and capsule, or the nosecone itself may have scraped the arterial wall. The capsule was noted to be completely closed prior to withdrawing the dcs. No treatment was performed for the dissection and the patient was placed under observation. The patient required four separate admissions or prolongation of admission for the purpose of treating the dissection; however, specific medical intervention or treatment was not reported. Conflicting information was also reported that the patient had not recovered, but an outcome date nineteen days post-implant procedure was provided. No additional adverse patient effects were reported.